Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert indicating the issue. There was no adverse impact to customer¿s blood glucose level. The problem resolved itself, and the customer changed charging supplies, resulting in the pump beginning to charge again without needing further assistance.